Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: no device available for return to cirl for evaluation. Therefore, a document based review was complete with the available information. Documents review including IFU review: prior to distribution fs-mar devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the fs-mar device could not be completed as the lot # is unknown. As per instructions for use, ifu0032-5: ¿do not use this device if stent cannot advance through strictured area.¿ it also states: ¿if an abnormality is detected that would prohibit working condition, do not use. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to a tight stricture. Summary: the customer complaint was confirmed on customer testimony. The patient was later excluded from the study since the stricture proved to be benign. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Antireflux versus conventional plastic stent in malignant biliary obstruction: a prospective randomized study. 1 patient who underwent repeated unsuccessful insertion attempts of an ars (fs-mar-x-xx) and finally had a conventional ps inserted. He was later excluded from the study since the stricture proved to be benign. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿difficult advancement'. No adverse effects to the patient have been reported as occurring.